Manufacturer narrative:
The event occurred in foreign country.

Event description:
Caller tested 3.3 inr on the coaguchek s system while a comparison lab returned as 2.2 inr. Caller's marcumar dose was increased. No adverse event related to the device reported. Requested return of suspect system and replacement was sent.